Event description:
It was reported, the patient has a pain pump and plans to have his scs system explanted. The patient's device information is unknown at this time, along with the reason for explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.